Event description:
It was reported by the customer that a pyxis medstation es system did not prompt any function or button for user to access after successful login. The manufacturer received the complaint through a survey. The customer stated that every nurse in the whole unit cannot perform any actions including remove medications, view patient lists and so on; hence they mentioned it was catastrophic and urgent issue. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user lost access to patients and medication list. The technical support specialist investigated and found that the hospital human resource department disabled the functionalities. Technical support specialist clarified with the customer about the findings. Afterwards, customer was able to resolve the issue. The system was functional as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d5, d9, d7, h6(annexb), h6(annexd). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-sep-2022 to 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not prompt any function or button for user to access after successful login. A technical support specialist found that the hospital human resource department disabled the functionalities, and they had resolved the issue. The system was functional as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the pyxis medstation es system did not prompt any function or button for users to access after successful login. The customer stated that every nurse in the whole unit cannot perform any actions including remove medications, view patient lists and so on; hence they mentioned it was catastrophic and urgent issue. There were no adverse events or injuries reported based on this incident.